Event description:
Information received from the field does not address the patient's clinical status but notes that during an elective replacement surgery, the ventricular setscrew was stripped and could not be loosened. Since the device was functioning normally, the physician elected to leave the device implanted.